Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 254 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 187 mg/dl and 200 mg/dl using truetrack meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): result 1 :161mg/dl date (B)(6) 2018 time:2:24 am fasting, result 2 :163mg/dl date: (B)(6) 2018 time:3:00 am fasting, result 3 :206mg/dl date: (B)(6) 2018 time:1:41 am fasting, result 4 :254mg/dl date: (B)(6) 2018 time:7:20 am fasting, result 5 :191mg/dl date: (B)(6) 2018 time:2:31 am fasting. The customer is calling because he feels that the results he is getting from the meter are reading high. The customer stated that the date/time has not been setup (wrong date/time).